Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy prophylactic clipping procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter and the physician pulled the clip off the tissue. The procedure was completed without a replacement clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy prophylactic clipping procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter and the physician pulled the clip off the tissue. The procedure was completed without a replacement clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Correction: d4: model number. Block h11: investigation results- the returned resolution 360 clip was analyzed, and visual inspection noted the device was returned with the clip assembly detached, showing evidence of full deployment. The control wire was kinked, and the slider was separated from the handle. The microscopic examination found evidence of full deployment and the control wire kinked. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation results did not detect any problems related to the reported issue, clip failure to release from catheter as the clip assembly returned fully deployed. Therefore, device problem excluded was chosen as the analyzed cause code for this failure. However, during product analysis, it was found that the control wire was kinked and the slider was detached, it is possible that the failures found in the device occurred due to procedural factors such as excessive use of force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, adverse event related to procedure was chosen as the analyzed cause code for this failure. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.